Manufacturer narrative:
The investigation determined the event was due to a sample handling error by the phlebotomist. None of the data or evidence indicated any malfunction of the instrumentation. The erroneous result was sample related as potassium is very sensitive to quality of specimen. The customer suspected the initial sample was a "short draw" because it was difficult to perform phlebotomy on the patient. Therefore, the specimen may have been suboptimal.

Event description:
The account executive reported the user experienced an ongoing issue with questionable ion selective electrode (ise) potassium results. The user stated the issue occurs on 20 samples per night, but data was provided for only one patient sample. The user did not know the exact date of the initial testing, but stated the physician complained about the result on (B)(6) 2011. The initial result was 5.8 mmol/l and was reported outside the laboratory. The physician's office complained to the laboratory about the high result and another serum sample from the same draw was used for repeat testing. The repeat result was 4.8 mmol/l twice. The repeat result was considered to be correct and the reported result was corrected. The patient was not adversely affected. The lot number and expiration date of the potassium electrode were not provided. The field service representative could not find a cause. He checked the ise system and noted the calibration and quality control data showed no imprecision. The user stated they do not suspect analyzer issue and that the issue occurred evenly between all four cobas c501 modules. To verify the analyzer operation, he observed proper ise function during the user's calibration and quality control. All quality control was in range.